Event description:
It was reported that the unknown zimmer biomet implant threads are damaged. It was also reported that implant remains implanted.

Manufacturer narrative:
A2: patient age at the time of the event unknown/ not provided. A4: patient weight unknown/ not provided. D1: device brand name unknown. G5: device 510k unknown.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite® hexed uniscrew, it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. The following sections have been updated: b4, g4, g6, h2, h6, h10 h3 other text : no item/lot, product not returned.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Received a request from the FDA on 05-apr-18 to obtain unknown implant information. We made 3 (three) attempts on 11-apr-2018, 13-apr- 2018 and 18-apr-2018 to obtain this information, but did not receive a response from the clinician. If the information becomes available at a later date a supplemental medwatch will be submitted.

Event description:
No additional event information received at the time of this report.